Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty, the device was unable to cross the lesion. The target lesion was located in the right coronary artery (rca). The 2.25x20mm promus element stent was advanced however was unable to cross the lesion. The procedure was completed with another 2.25x20mm promus element stent. No patient complications were reported and the patient status is stable, however returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination of the returned device noted that the stent was damaged. The entire length of the stent was severely stretched and damaged and as a result of this the stent extended approximately 15 mm over the tip of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).